Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No missing segment, partial or blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device received with a high sleep current measurement and active current measurement test due to moisture damage on the electronic assembly. Device received with moisture damage on the motor flex tail, battery tube and vibrator noted. No moisture damage on the keypad assembly noted. Device received with pillowing keypad overlay.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2020 the customer alleged missing segments/partial display, unexpected battery power loss, and blank display after moisture exposure and was hospitalized for high blood glucoses. Device's history and trace files downloaded successfully using thus software. Successfully uploaded to carelink and generated reports. Device powered up after battery installation and passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No missing segment, partial or blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. However, insulin pump received with a high sleep current measurement and active current measurement. Device received with moisture damage on the motor flex tail, battery tube and vibrator noted. No moisture damage on the keypad assembly noted. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No missing segment, partial or blank display not confirmed during testing. Unable to verify customer alleged for high blood glucoses. Unexpected battery power loss confirmed during testing due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the after swimming insulin pump was not turning on. Customer was oriented to change insulin pump batteries and insulin pump turned on for a few moments but turned off again. Customer went to the hospital due to high blood glucose level of 441 mg/dl. Customer had an emergency kit, but the event was treated on the hospital with insulin. Troubleshooting was performed. The insulin pump will be returned for analysis.